Event description:
It was reported that an ilet bionic pancreas failed to charge despite being placed on the charging pad, with a green indicator on the charger suggesting power, while the pump displayed persistent ¿please charge ilet¿ messages and could not charge with an alternate mobile charger, consistent with a power and very low battery hardware issue involving the power/charging component. Symptoms included device alerts for low battery and inability to operate due to insufficient power. Outcomes included disruption of insulin delivery requiring device shutdown and replacement to restore therapy. Investigation included technical troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a charging or power failure consistent with battery depletion or charging system malfunction. It was concluded that the cause was an electrical or battery fault of the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.